Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that after the insertion of the infusion set, the set detached from the patient's skin which resulted in the set falling away from their body. According to the reporter, the home care patient's blood glucose levels elevated due to the interruption in insulin therapy; however, the exact measurement was unknown. According to the reporter, the home care patient administered an insulin injection to resolve their blood glucose levels. No permanent injury to patient reported.